Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was not able to duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that the device was unresponsive to button presses. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The replaced nibp module was sent to our product assessment center (pac) for further evaluation. The nibp module was confirmed to be inoperative. The customer reported that the button inoperative issue initially reported is due to faulty nibp module, not a button issue. A review of the device's memory logs confirmed repeated attempts to press the nibp button. The root cause of the reported issue was a faulty nibp module.

Event description:
The customer contacted stryker to report that the device was unresponsive to button presses. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.